Manufacturer narrative:
Age or date of birth: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: exact date unknown, event occurred years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: sc-2108-50m, model: sc-2108-50m, serial: (B)(4), batch: 12734/12384/13917.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.